Event description:
It was reported that the arctic sun device not cooling because of faulty chiller assembly. Per sample evaluation results on 27jun2024, it was reported that there was failed mixing pump contributed to cooling issue. Failed circulation pump contributed to cooling issue. Slow filling due to faulty fill tube.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is failed circulation pump. Device not cooling. Replaced circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid the reported product number is sold ous. The UDI number for this product is not available. The complete initial report phone number is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is failed circulation pump. Device not cooling. Replaced circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device not cooling because of faulty chiller assembly. Per sample evaluation results on 27jun2024, it was reported that there was failed mixing pump contributed to cooling issue. Failed circulation pump contributed to cooling issue. Slow filling due to faulty fill tube.

Event description:
It was reported that the arctic sun device not cooling because of faulty chiller assembly. Per sample evaluation results on 27jun2024, it was reported that there was failed mixing pump contributed to cooling issue. Failed circulation pump contributed to cooling issue. Slow filling due to faulty fill tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.